Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging the onetouch verio sync meter is giving an error 4 issue. This complaint was classified based on the customer care advocate (cca) documentation. The error 4 issue began on the middle of (B)(6) 2014. He claimed develop ¿bad vision¿ within a day or two later. During the (B)(6) 2014, the patient reportedly started to manage his diabetes with less food/drink. Around the same time, the patient went for a doctor¿s office visit where he was given oral medication to manage his diabetes. The error 4 issue was not resolved with training as the patient did not have any testing supplies. This complaint is being reported due to the unresolved error 4 issue. The patient¿s symptom did not meet lfs criteria of a serious injury. In addition, there was no evidence of medical treatment for acute complication of diabetes. The lfs product was replaced and requested back for investigation.